Event description:
The customer alleged the pump does not work. Testing and investigation confirmed the device alarmed for replace battery, which was replaced. A review of the device history log showed the n56 (replace battery) alarm. Additionally, testing determined the probable cause for the n56 alarm is related to the known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.